Event description:
It was reported that the patient's generator was not turned on after being replaced. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was replaced on (B)(6) 2008, due to end of service. After replacing the generator, diagnostics indicated high impedance. Surgeon decided not to replace the leads and referred patient to another surgeon, but patient never went to other surgeon. At this time, the patient is not scheduled for a lead revision. Attempts for further information have been unsuccessful to date.